Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot#: v983244, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot#: v989567, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t getting adequate pain relief. The rep reported that an impedance check showed 4 electrodes were unusable, greater than 10,000 ohms. It was noted that the system was implanted on (B)(6) 2012. The rep reported that they reprogrammed the patient not using the bad electrodes and was able to get coverage back with pain relief. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of high impedances was not determined. Patient was reprogrammed around bad electrodes. The high impedance issue was not resolved. The provided information was confirmed with the hcp. No further complications were reported/anticipated.